Event description:
The company representative reported via email that the insulin pump required frequent battery changes and rejected new batteries. The caller also reported that the insulin pump had to restart in order to complete the rewind sequence several times. The insulin pump was slow to rewind. The caller also reported that there was a crack on the battery casing. He stated that the screen blacked out when the temperature changed, which was likely condensation inside the screen. The backlight also did not work. The caller did not know the blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.